Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastrpexy, the needle broke and was lodged in between the intercostal muscles as the suturing was being placed. An x-ray was performed and confirmed it. Because it was lodged in between the intercostal muscles, the surgeon decided to leave this foreign body just intact and not remove it and cause more injury.